Manufacturer narrative:
(B)(4). Method: the subject rt265 breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation, where it was visually inspected and tested. The mr850 respiratory humidifier and its accessories, that were used during the event were requested to be provided for evaluation, however, we were advised that these could not be returned. A f&p healthcare field representative visited the healthcare facility to obtain further information and photographs of the device setup at the time of the reported event. Results: visual inspection confirmed that there was no damage or deformities observed on the returned rt265 breathing circuit. Testing confirmed that the heater wire resistance was within specification. The breathing circuit performance was tested and noted to be functioning as intended. There was no fault found with the returned device. The f&p healthcare field representative visited the healthcare facility and photographs were taken to demonstrate the setup of the rt265 breathing circuit. In the photographs provided, it was observed that the unheated extension tube of the rt265 breathing circuit was being used and had been placed within the infant incubator. The patient-end temperature probe was also observed to be located inside the incubator. Conclusion: f&p healthcare's investigation confirmed that there was no fault found with the returned rt265 breathing circuit. It is however noted that, as illustrated in the rt265 breathing circuit instructions for use, when an incubator is used, the patient-end temperature probe should be located outside of the incubator. Condensate in the humidification system is an expected side effect of heated pass-over humidification systems in many conditions and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple setup and environmental factors. All rt265 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 breathing circuit include an illustration showing the correct setup with an incubator or infant warmer, including the use of the unheated extension and placement of the patient end temperature probe. It also includes the following: - "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death." - "when mounting a humidifier adjacent to a patient ensure that the humidifier is always positioned lower than the patient." - "do not cover the circuit with material such as blankets, towels or bed linen." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "check breathing circuits for condensation every 6 hours and drain if required." - "check that the heater wire is evenly distributed along the circuit and not bunched or kinked."

Event description:
A healthcare facility in germany reported via a fisher & paykel (f&p) healthcare representative that an intubated neonatal patient receiving high frequency oscillation ventilation desaturated to 30% spo2 and required resuscitation. The healthcare facility reported that this event may have been related to condensation in the rt265 infant dual-heated evaqua2 breathing circuit (breathing circuit). The healthcare facility also reported the patient was in an incubator with the temperature set to 29° celsius. There was no further patient consequence reported.

Event description:
A healthcare facility in germany reported via a fisher & paykel (f&p) healthcare representative that an intubated neonatal patient receiving high frequency oscillation ventilation desaturated to 30% spo2 and required resuscitation. The healthcare facility reported that this event may have been related to condensation in the rt265 infant dual-heated evaqua2 breathing circuit. The healthcare facility also reported the patient was in an incubator with the temperature set to 29° celsius. There was no further patient consequence reported.

Manufacturer narrative:
(B)(4). The subject rt265 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.